Event description:
It was reported that during a splenectomy procedure, the vessel was cut but not sealed. The device did not coagulate. The procedure was finished with another like device. There was no pt consequence.